Event description:
It was reported that the pump touch screen was delayed in response. There was no adverse impact to customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.